Event description:
It was reported that an agitated patient kept setting off the bed exit alarm. Reportedly, the bed exit alarm did not go off and the patient was found of the floor, lying on her back at the foot of the bed. Reportedly, she injured her right eye and sustained a c-4 fracture. The nurse manager said that she believes that the nursing staff kept re-setting the bed alarm because the patient was agitated and inadvertently did not set it this one time. Reportedly, the hospital biomed evaluated the bed and the alarm was found to be functioning correctly after this reported event. The nurse manager reported that the alarm was functioning properly before the reported event.

Manufacturer narrative:
The device was evaluated by the manufacturer's field service representative following the reported event. It was determined that the bed exit alarm was functioning properly.